Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and the patient had effusion. A perforation was noted and a revision procedure was performed. The lead was explanted. No further adverse patient effects were reported.